Event description:
Not in a surgery /procedure. It was reported that the tip of the percutaneous pin (B)(6) part no.: rosas00162 was deformed.

Manufacturer narrative:
Corrected data: b4 date of this report. D10 device availability. G4 date received by manufacturer. H2 if follow-up, what type.

Manufacturer narrative:
It was reported on 26-dec-2019 that the percutaneous pin (B)(6) was found bent by the or staff. This damage was confirmed through visual inspection. The percutaneous pin is supposed to be straight and to be inserted straight in the bone of the patient in order to attach the patient reference to it. The most probable root cause of the bent pin is that a shock occurred. This damage could have occurred while the pin is inserted in the bone of the patient, however, results of resistance test, showed that the pin cannot be bent during normal use. Moreover, the percutaneous pin is made of stainless steel which is not easily deformed. Therefore, the most probable root cause is that the percutaneous pin was dropped or deformed by a toughest material that stainless steel or bone. However, those assumptions cannot be confirmed. The event described in the complaint is confirmed.

Event description:
Not in a surgery /procedure. It was reported that the tip of the percutaneous pin ((B)(6)) part no.: rosas00162 was deformed.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Not in a surgery /procedure. It was reported that the tip of the percutaneous pin ((B)(4)) part no.: rosas00162 was deformed.